Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Initially, the caller was unable to reload the original cartridge and resume insulin therapy. However, after being instructed by technical support to deliver a 9-unit bolus and assisted in loading a new cartridge using the proper technique, the issue was resolved, allowing the customer to successfully resume insulin therapy.